Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic bradycardia. It was also reported that the following issues were noted on the right ventricular (rv) lead: suspected fracture, high thresholds, rising/high impedance, warning for high impedance and loss of capture. The rv lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.